Event description:
Cardiovascular surgeon inerted the iabp catheter in the pt's left groin. The alarm on the pump went on and the screen on the pump read "leak on catheter". Staff changed the machines and the same thing happened. The surgeon changed out the catheter and discovered it had a hole. A new pump was inserted and the pt had no further complications.